Event description:
Bed has no function, manually or electrically, no incident was reported as a result of this issue.

Manufacturer narrative:
Tech found that the pcm was defective. He replaced the pcm to correct this issue.